Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this newly-implanted left ventricular (lv) lead was exhibiting loss of capture during a pre-discharge device check. A boston scientific field representative reported the lv lead had completely dislodged, and lv pacing was programmed off in the associated device. The physician elected to monitor the patient for now. There were no adverse patient effects.